Event description:
Edwards received notification of a pascal procedure in tricuspid position where progression of tricuspid regurgitation and a non-functioning device were reported following implantation. The patient subsequently underwent explant of the pascal devices and an elective surgical valve replacement due to worsening tricuspid regurgitation.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve, addressing degenerative mitral regurgitation. Therefore, deployment in the tricuspid position is considered off-label. This is one of the two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4).